Event description:
It was reported that the lead stylet was bent out of the packaging about 1 centimeter from the distal tip of the lead. It was noted that this caused the end of the lead not to be straight. It was noted that the lead was not implanted and another lead was used for the chronic implant.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. (B)(4).